Event description:
The customer requested that the run data file be investigated to determine a possible cause for the elevated wbc content in the platelet product that was found by the lab after a triple platelet product collection. Donor unit #(B)(4). The disposable set is not available to be returned for evaluation because it was discarded by the customer. This report is being filed due to an alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run date file was analyzed. Signals indicate that the trima accel system operated as intended. The measured wbc count of the product does not quality as a wbc failure per the current FDA guidelines of 12x10^6. Conclusion: no failure occurred.